Event description:
It was reported that the customer experienced a low blood glucose (bg) level e of 45 mg/dl; cause was not known. Customer declined to further troubleshoot with tandem technical support; therefore, no additional information was able to be obtained. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.